Event description:
It was reported that (B)(6) partnered with philips business unit (bu) to enhance their adult configuration for the mx800. This included changing the non-invasive (nibp) reference to the invasive method from auscultatory. In (B)(6) 2025, the adult ICU¿s moved forward with trialing the enhanced configuration changes that were determined during the configuration meetings. The adult ICU trial was without issue. Based upon that result, with the house wide rev l to rev p upgrade/x2 to x3 deployment in (B)(6) 2025, it was decided to implement the invasive reference method to all units. Philips documentation recommends using the same reference method throughout the hospital when patients may move from unit to unit, and at rush, the x3 follows the patient throughout the hospital. At rush, the acute care units immediately started voicing concerns with the nibp values they were receiving. Given that rush also has vs30/other vital sign machines, staff would see values they were not confident in and retake nibp¿s with a vs machine which used the auscultatory reference method and get values they were more comfortable with. These differences in values led to staff losing confidence in philips equipment. The anesthesia area also expressed deep concerns of the nibp values and made suggestions that they are inserting more arterial lines than they did prior; there was even a comment that cases have been cancelled. Safety events began being placed and rapid response calls increased. Rush made efforts to work through the challenges presented with the change in reference method, however they ultimately made the decision to go back to the auscultatory reference method at this time. The customer stated the implications of the reference method change were not well explained. The customer understands the value is more closely aligned with the gold standard arterial line; however, the challenges were not expected and created much turmoil among the clinical staff. Patient care/treatment was significantly impacted. A philips clinical national support specialist (nss) spent time onsite with customer and an individual from the bu joined calls with rush to support their concerns which was appreciated by the customer. With the nibp reference method for adults changing to default to invasive with rev r, this concern could have the potential to be widely experienced among north america customers.

Manufacturer narrative:
The nss verified that the recommended clinical practice was being used based on the nbp technique information provided to the staff after the reference mode was updated from auscultatory to invasive. It was confirmed that the philips monitors are working as designed, operated, and configured based on using the invasive nbp reference mode. The device was confirmed to be operating per specifications and no failure was identified.